Event description:
It was reported the programmer takes a long time to boot up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the long boot-up; however, the programmer did display an error message when powering up.